Event description:
It was reported that a malfunction occurred with malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance from technical support on how to reset the pump, and the issue did not recur after the reset. Customer was advised to continue using the pump and to call back if the malfunction reappeared, which they understood and acknowledged.